Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise was observed on the rv lead as well as an inappropriate shock. Lead damage was suspected and the lead was capped and replaced. The patient is in stable condition following procedure.